Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui, cystocele and rectocele. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh and acellular collagen matrix system were implanted due to stress urinary incontinence and pelvic organ prolapse. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional clarification is provided.

Manufacturer narrative:
(B)(4) ¿ dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 08/03/2016.